Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A nurse reported that a cerelink sensor (ID 826850) displayed a ¿sensor or extension cable failure¿ message after the patient returned to the room from magnetic resonance imaging (MRI). The patient lead was connected during transport to MRI. The microsensor was not connected to the cerelink monitor during transport from MRI back to the patient¿s room. The cable and monitor were replaced; however, the same message was displayed with the new monitor and cable configuration. No icp reading or waveform was displayed on the screen. Prior to MRI, the icp was reading 12 mmhg with an appropriate waveform, therefore, the sensor was removed on (B)(6) 2026. The patient did not experience any signs or symptoms of sensor failure.

Event description:
N/a

Manufacturer narrative:
Updated fields : d4, d8, d9, g3, g6, h1, h2, h3, h4, h6, h11 the cerelink probe basic kit (826850) was not returned for evaluation as the product was discarded and it is not available for return as per customer; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.